Manufacturer narrative:
The large suturecut needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid resection, the cable on the large suturecut needle driver instrument snapped. The snapped cable parts were inside the patient; however, all fragments were removed, and it was confirmed that nothing was left inside the patient. The customer was unsure which of the two instruments caused the issue. A fragment fell into the patient and was retrieved during the same procedure.